Event description:
Additional information reports the patient was recently implanted about a week before reported event date. The caller reports a loss of therapeutic effect. Caller mentions she has an appointment with a healthcare provider the day after reported event date but was having some issues. Caller states four /five days after the implant her symptoms were returning (loose stools). The first few days after implant she didn't have a bowel movement until friday and she had 2 formed solid bm's (bowel movements). She wasn't rushing to go to the bathroom. Saturday had a formed bm as well. Sunday the diarrhea returned. She feels it may be due to an antibiotic she may be taking (doxycycline). She took for 4-5 days. She knows it can attacked her good flora an cause diarrhea to return. Caller also has back pain which started the day before reported event date after she bend down to change her cat litter box and she now has cold packs on it and can barely walk. She also mentions the incision was red tender and swollen she thinks it may be infected. Infection was reported. Patient services had the patient use her patient programmer to check to see if ins(stimulator) was on and patient programmer showed the ins was off. It was reviewed how to turn it on.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-33, lot# va0k1av, implanted: (B)(6) 2014, product type: lead. (B)(4).